Event description:
It was initially reported that the rotation button on the back of the c-arm was sticking. No injury reported. A field engineer was dispatched to the site and noted that the rotary switch is not returning to center position when released, this the user must manually position the switch to stop rotation of the c-arm. The rotary switch was replaced and the system was working as intended.